Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube damage with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tube damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode [xx]. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported bd microtainer® tubes with k2e (k2edta) extra plastic attached is affecting samples. The following information was provided by the initial reporter: customer is stating little plastic attached is affecting samples

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd microtainer® tubes with k2e (k2edta) extra plastic attached is affecting samples. The following information was provided by the initial reporter: customer is stating little plastic attached is affecting samples